Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle's packaging was found opened and damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening sealed needle shipping boxes, some damaged boxes were identified."